Manufacturer narrative:
(B)(4). Investigation summary: three photos were provided for evaluation. They show a syringe with a needle assembly. The needle hub shows foreign matter like embedded degraded resin. The history of batch 8277632 was performed. Period 2018 to 2020 ytd. This is the second incident this lot has for this or any other defect and from all customers. Note: two complaints were filed for the first incident. We performed 50 units of hourly visual inspections while producing the products; no defects were observed during these inspections. The aql for this type of defect is 1.0%. Based on the investigation carried out, and the photos sample analysis, the reported symptom is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: this is the 3rd complaint for lot#: 8277632 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the potential root cause is associated with the plastic shield molding process. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components and not detected during the inspection and next processes. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the bd filter needle 19g x 1/2 in experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 305200 batch no: 8277632. Event description: on (B)(6) 2020, the reporter contacted the distributor via phone to request replacement of 1 eylea vial. On (B)(6) 2020, the physician began preparing a dose of eylea for administration. After drawing up the medication, the physician noticed small circular black flecks on the filter needle hub. The physician determined the product contaminated and inappropriate for dose administration. A new eylea kit was used for dose administration. The reporter denied any adverse events or missed doses due to this event. The reporter had the filter needle, syringe, and box available for return and was instructed to retain the product for retrieval. Note: the complainant utilized an unsupplied bd 1 ml syringe and attached the affected filter needle. The kitted bd 1 ml syringe was returned sealed.